Event description:
It was reported that two anchoring pins broke during removal after the total knee arthroplasty was complete. There was no report of any pin fragments remaining in the pt. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The pins have not been returned to the manufacturer for investigation. Multiple attempts have been made to gather additional information. If additional information is rec¿d, a f/u report will be filed.